Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 400 mg/dl. For treatment, the patient was put on a (IV) intravenous drip. The patient was vomiting, dizzy and suffering from weakness. The ketones were medium. The pod was worn between 36 and 48 hours on the leg and then was removed.